Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that multiple devices were showing as critical override due to a delay in the interface. A technical support specialist restarted the interface services utility (carefusion coordination engine build 1), which resolved the interface delay and cleared the critical override alerts in both hstv and pes. The customer confirmed that issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device. D4 & h4: UDI and manufacturer date not available.

Event description:
It was reported by the customer that a bd pyxis¿ es server were off sync with epic system interface. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.